Manufacturer narrative:
Unit had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. Unit had cracked case above corners of display window.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 395 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.